Manufacturer narrative:
Method - device not retuned, follow up with representative. Product was from hospital stock.

Event description:
It was reported that a patient underwent a kyphoplasty procedure on (B)(6) 2008 at one level. During the procedure, an expired curette was used in the patient. There were no patient complications or adverse events reported. No additional information was reported.